Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further specified. Peritonitis was manifested by diarrhea and pyrexia. On the same day of onset, the patient was hospitalized for re-training on proper connect/disconnect method and aseptic technique. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for peritonitis. The patient was recovering from the event and hospitalization was ongoing. Dianeal and extraneal therapies were ongoing. No additional information is available.